Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose was unknown. Customer stated that they performed beep test and it was failed. Customer reported that they did hear beeps when audio volume settings were saved. Customer also reported that they did hear the differences between the two audio beep volumes. Troubleshooting was performed. The insulin pump will not be returned for analysis.